Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient required medical attention for excessive bleeding at the infusion site (abdomen) after wearing a pod longer than 48 hours. Due to profuse bleeding, patient called 911 and paramedics came to her home and were able to staunch the bleeding and wrap site in gauze. Minutes later, patient experienced the same heavy bleeding; at this point an ambulance was called again and patient was taken by same paramedics to the emergency room (ER). Patient experienced lightheadedness due to blood loss as well. In the ER, patient was given lidocaine and xylocaine with epinephrine and the site was sewn up by surgeon to stop the bleeding. Patient was released after spending spending 2-3 hours in the ER. Due to a delay in receiving transportation home, there was a delay in applying a new pod after medical attention; this caused patient's blood glucose level to rise to 552 mg/dl. Patient also reported being on a medication and aspirin regimen for blood thinning and blocked arteries.